Event description:
During baxter's functionality testing it was found that a spectrum pump had a system error 322 alarm. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "system error 322" alarm was confirmed (through the history log) but not reproduced during evaluation. No component could be identified for causality. The software was upgraded per the approved remedial action activities and to address potential non-mechanical issues. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.